Event description:
It was reported that during a right nephrectomy by laparoscopy, the ligaclip appliers would either load the clip at an angle or not load a clip at all. New stapler opened and used without incident. There was no patient consequence.

Manufacturer narrative:
Instrument a: damaged jaws. Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Instrument b: batch # c9d61v, expiration date: 11/19/2011; mfg date: 12/19/2006.